Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found a piece of plate haptic torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a micl 12.6mm implantable collamer lens. The lens was partially inserted in the patient's eye when the patient moved. When the patient moved, the surgeon pulled the injector away. Half of the lens remained in the cartridge/injector when the surgeon pulled away. The surgeon decided to re-load the lens. As the surgeon was attempting to re-load the lens, noticed the lens was torn. There was no patient injury. Another same model and size lens was implanted.